Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. Damage to the slide retract was noted. This caused plastic to accumulate in the horizontal inlet, producing an atypical arc that does not coincide with the arc of the formed needle, causing it to become unseated during deployment. Linkage assembly was noted to have completed a full rotation and positioned to the right side of the pod. Data downloaded from the device returned an 0x40 alarm indicating the rotational sensor maximum open count had been exceeded. The device was reset, paired with a pdm and reproduced an 0x40 alarm. Throughout the rerun, it was noted that the hook talons failed to detent the ratchet gear. No damages or defects found that would contribute to this drive error.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract. The pod was worn between 4 and 24 hours.